Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to be specific about the date the issue began, but she suggested that for about 2 years the subject meter was not showing ¿apply blood¿ when testing. The patient manages her diabetes with shots (other than insulin). The reporter indicated that for the last 2 months the patient had continued with her usual dose of medication (including sliding scale). The reporter stated that on an unknown date the patient had become ¿diaphoretic¿. The reporter denied that the patient had received any treatment for her symptoms beyond the usual routine of diabetes care and management. During troubleshooting, the cca established that the meter was testing in settings mode. The cca educated the reporter on the correct testing procedure and walked her through a retest; the issue was successfully resolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Diaphoresis, after the alleged product issue began.